Manufacturer narrative:
During the technical onsite visit the field service engineer (fse) replaced the eye tracker camera and performed system verification per procedure. The root cause could not be determined conclusively. The possible root cause is a faulty eye tracker camera. (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported on three occasions during a surgery day the eyetracker had trouble tracking. There was no patient harm or unexpected outcome due to the event.

Manufacturer narrative:
Failure analysis of camera mounting assembly was performed: visual inspection of the camera mounting assembly shows the eyetracker mirror for the eyetracker camera is dirty (large dried drops of basalt salt solution (bss)). So the correct pupil detection and tracking with eyetracker during treatment would be reduced by pollution on the mirror. The root cause could be determined conclusively as user handling, by not avoiding bss contact to the device, specifically the eye tracker. The manufacturer internal reference number is: (B)(4).